Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 01) occurred. A cartridge change was performed resolving the alarms. Customer's blood glucose level was 139 mg/dl.